Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device was no longer functional or watertight, prompting replacement and guidance to back up therapy as needed. Symptoms included no reported adverse health effects, with a reported blood glucose value of 129 mg/dl and no alarms. Outcomes included interruption of device use and continued cgm monitoring through the dexcom app or receiver. Investigation included customer interview, review of device use and handling, and arrangements for device return. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display that rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact or stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.